Event description:
Pt with history of multiple myeloma for which chemotherapy treatment was initiated. In 2002, pt had chemosite double lumen groshong catheter inserted into right subclavian vein for vascualr access. Pt remained 6 months later, for removal chemosite catheter in january and replacement with new catheter. Pt reports that they have problems with this catheter. That it has become occluded and is non-functional. Upon removal of right-sided mediport, it was observed that end of catheter was no longer attached to port. Examination by c-arm showed end of catheter to be located at the medial aspect of the 1st rib and curled into the right ventricle. The catheter fractured from the attachment site about 3mm from the port. Because of the location of the catheter end, it could not be retrieved. Arrangements were made for pt to be transferred to the medical center for possible endovascular removal of the catheter end.